Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer had broken down and needed refurbishment, the stylus was out of specification, replaced and calibrated. The assembly was broken, replaced from salvage inventory. Four hinge cover bullets were missing, replaced. The sliding keyboard cover rails were missing, replaced. Reconfigured hard drive and reloaded software. The device then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer broke down. It was further reported that the programmer tested out of specification during manufacturer's analysis. There was no patient involvement.